Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards turkey affiliate, during an attempt to implant a sapien xt valve by tf approach, tracking difficulties were encountered with the delivery system on the guidewire. The delivery system was successfully removed from the patient. After retrieval, it was noted that part of the valve¿s skirt cloth was damaged. Due to the damage, a new sapien xt valve was used for the completion of the procedure. The final outcome was good. Patient was stable at the end of the procedure.

Manufacturer narrative:
The additional information was provided by the facility: as per medical opinion, the cause of the damage to the skirt was the patient¿s anatomy and subsequent tracking difficulty. The information underwent additional review and it was determined that in this case, the report indicates that because of anatomical challenges the skirt cloth became damaged during manipulation of the device. The device was discarded and there was no injury to the patient. As the valve was received without damage and occurred during manipulation, no actual malfunction was identified. Since there was no injury and no malfunction, this event is not reportable. Therefore, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.